Event description:
It was reported that during a procedure of the concentric, heavily calcified, non-tortuous, 90% stenosed, de novo, mid to proximal left anterior descending (lad) lesion with a vessel diameter of 2.5 mm and lesion length of 5 mm, non-abbott guide wires were positioned in the distal lad and past the bifurcation area of the proximal lad and mid lad. A 2.0 x 15 mm nc trek balloon dilatation catheter (bdc) was advanced across the lesion with some anatomical resistance and inflated; however, the balloon ruptured at 16 atmosphere (atm). The bdc was removed and replaced with a non-abbott bdc and pre-dilatation was performed. After intravascular ultrasound (ivus) a 2.5 x 8 mm xience xpedition stent was implanted in the lesion and the procedure was completed after post-dilatation. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion, runthrough hc, guide cath: launcher 7f. The device was returned for evaluation. The reported balloon rupture was confirmed. The reported resistance during advancement could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency